Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for atrial fibrillation with high ventricular frequency. The device was reprogrammed. The patient condition was good.